Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a calcified lesion in the lcx with 95% stenosis and vessel tortuosity. The lesion was pre-dilated. The device was inspected before use with no issues noted. The device could not cross the lesion due to calcification and tortuosity. There were no patient complications as a result of this event. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary: the stent was present on the balloon between the markerbands. The distal tip of the device was stubbed. The first 5 distal segments on the stent had no evidence of damage. The 6th distal stent segment had evidence of raised and stretched struts. The middle section of the stent had no evidence of damage. The proximal section of the stent had evidence of damage, the 4th and 5th proximal segments had evidence of misalignment and appeared slightly deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusion: stent deformation, stenosis, calcification, vessel tortuosity. (B)(4).